Event description:
It was reported that during routine generator change out procedure, the shock impedance measurement measured greater than 125 ohms. Technical services (ts) was consulted and recommended programming and troubleshooting options. The plan was to discuss the recommendations with the physician. At this time, evidence suggests the rv lead remains in-service. No adverse patient effects were reported.